Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of lactated ringers was programmed to run at 100 ml per hour and instead infused approximately 1 liter in 1.5 hours. The programming was verified by other nurses and the pump was observed to flow after being paused. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: lot # j6h193, exp. 12/18, lactated ringer¿s injection usp. The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 4:53pm on 09 september 2016 the device was programmed to infuse lactated ringers at a rate of 100ml/hr . At 6:25pm, the device was paused and then was programmed for a delay for 10 minutes. At 6:29pm, the device was channeled off and subsequently removed. The volume recorded as being infused during this period was 151.644ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device was delivering fluid within specification. There were no leaks observed from the primary set. The root cause of the reported event was not identified.